Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this device and right ventricular (rv) lead have been exhibiting high out of range shock impedance measurements. At the recent follow-up, the shock impedance measurements were varied between 50 ohms and greater than 200 ohms. When the shock vector was programmed between the distal coil and the defibrillator, the shock impedance was 70 ohms. As it was suspected there was a connection issue with the device and rv lead, a revision procedure was performed. During the revision procedure, the device was damaged and therefore explanted and replaced. The insulation of the rv lead was damaged, however, as all measurements were appropriate and stable, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). There was no indication that the device would be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed tool marks on the header and the front case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.